Manufacturer narrative:
The device was not returned for analysis. Lot history record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The reported dull sound was confirmation the needle and cuff did not engage resulting in the reported needle to cuff miss. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure with a small hole sheath. Reportedly, when the prostyle plunger was pushed in a dull sound was made. A cuff miss [suture retrieval issue] was noticed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.